Event description:
It was reported that the stealth peripheral orbital atherectomy device (oad) was defective. Detailed analysis on the returned oad showed the device was used on (B)(6) 2023. Detailed analysis showed that the device was powered and not spun during the procedure. Detailed analysis showed three high spins and two medium spins and no issues were observed.

Manufacturer narrative:
H6 medical device problem code: 2017 - use after expiration. A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported activation, positioning, or separation problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported activation, positioning, or separation problem could not be determined. During analysis, when tested, the oad functioned as intended. There was no damage or abnormalities identified with the oad that would have contributed to the reported compliant. Analysis found that the oad was used on (B)(6) 2023 but the expiration date for the device is 9/30/2022. The stealth peripheral instruction for use (IFU), precautions: ¿do not use the product if the sterile packaging appears damaged or the shelf life has expired.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.